Manufacturer narrative:
The lot has been received by signature orthopaedics on the (B)(6) 2021. All the three products part of the lot 71541-1 have been received and are currently handling by signature orthopaedis as per internal procedure. A root case analysis has been performed part of the complaint process and it has been found that a mistake in the choice of the part number was the issue. A deeper analysis would be performed part of the CAPA opened following the reception of the complaint and the recall process.

Event description:
A complaint has been raised regarding discrepancy between product part number and label part number by the customer. After investigation, it has been found that parts of lot 71541-1 has been wrongly labelled.